Event description:
Adverse event: soft eye. Malfunction: infusion pressure decreased. The surgeon reported that when switching from fluid to air, the eye went soft. The eye was re-inflated with the pressure at 35mmhg. The vacuum was switched on again and the eye went soft again. The pressure was increased to 60mmhg and the eye maintained pressure. The pressure was slowly reduced to 35mmhg and the eye maintained the pressure. No patient injury was reported.

Manufacturer narrative:
The customer saved the pak and will send it for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary (B) (4) when additional reportable information because available. (B) (4). (B) (4).